Manufacturer narrative:
(B)(4).the customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The reporter stated there were two tubes used on the same patient. During use the cuffs leaked at night, or the cuff reinflates itself. There was no harm or intervention (reintubation) performed. It was reported that both cuffs were pre-tested prior to use. This report is regarding the first tube, the second tube is reported on our report 2936999-2016-00102.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed,